Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of spinal canal stenosis involved in l4/5 olif (oblique lumbar interbody fusion) and posterior l4/5 pps (percutaneous pedicle screw) fixation procedure. It was reported that post-operatively, subsidence occurred after performing l4/5 olif. Since, screw loosening was also occurred at l5, fusion was extended from l4/5 to l2-sai, ps was jj. In the revision surgery cage was removed, and iliac bone grafting were performed on (B)(6) 2021. Posterior l2-ilium fixation was performed. Product was used correctly according to the directions given in the IFU/labeling. Patient outcome: no health damage in the patient was reported. On (B)(6) 2021, received additional information that, the disease that led to the initial surgery was spinal canal stenosis. The reported screw was non-medtronic product. On (B)(6) 2021, received updated information that reported cage was migrated. On (B)(6) 2021, received additional information that cage migrated at implanted level. Event occur date is unknown.